Event description:
Same case as MDR ID: 2134265-2014-02009. It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 20mm x 2.5mm, total occlusion target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a significant bend of >=90 degrees. A 2.50x20mm promus element stent delivery system and a 2.25x20mm stent delivery system were selected to treat the lesion. The physician was unable to pass the lesion with the devices because the shafts of the stents were broken. The devices were removed completely using a retrieval device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was broken 245mm distal to the strain relief. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. It was also noted that the hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 20mm x 2.5mm, total occlusion target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a significant bend of >=90 degrees. A 2.50x20mm promus element stent delivery system and a 2.25x20mm stent delivery system were selected to treat the lesion. The physician was unable to pass the lesion with the devices because the shafts of the stents were broken. The devices were removed completely using a retrieval device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).